Event description:
Procedure: hemicolectomy. According to the reporter: the stapler did not form the b shape. Minimal bleeding (less than 250) was reported and there was tissue damage. The surgery was completed with no further patient issue or device issue reported. Patient has recovered.

Manufacturer narrative:
MDR initial report submitted: 10/22/2008.